Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to wear of angle wire, bending angle in up direction does not meet the standard value, connecting tube has discoloration, connecting tube has a scratch, plastic distal end cover has a scratch, scope connector cover unit has a scratch, image guide protector has discoloration, right/left knob has a scratch, upward/downward angulation control knob has a scratch, forceps elevator lever has a scratch, forceps elevator knob has a scratch, switch box has a scratch, scope cover has a scratch, universal cord is sticky, suction connector has a scratch, universal cord has a scratch, grip has a scratch, control unit has discoloration, due to clogging of nozzle, water removal ability does not meet the standard value, due to clogging of nozzle, water supply volume does not meet the standard value, due to clogging of nozzle, air supply volume does not meet the standard value, adhesive on bending section cover has a chip, due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value, due to slipping out of light guide bundle, illumination is uneven, suction connector is dirty due to water leakage. The customer cleaned, disinfected, and sterilized the device before returning to olympus for evaluation. The air/water nozzle was was flushed with air and water and a detergent solution. The air/water nozzle was wiped/brushed with clean a lint-free cloth, brush, or sponge with no reported delays or abnormalities. Based on the results of the investigation, the foreign material was unable to be identified. The root cause of the foreign material in the device could not be conclusively specified. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. It has been over 3 years since the subject device was manufactured. The IFU contains the following statements: ¿IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, during an unspecified diagnostic procedure the gastrointestinal videoscope nozzle was clogged. The procedure was completed using the same device. There were no reports of patient or user harm associated with this event.